Manufacturer narrative:
Expiration - unk as lot is unk. Perforation is labeled in the IFU. Quality control verifies gauge, length, position, and bevel type of the barbs. The product is shipped with instructions for use (IFU) which lists perforation of vena cave wall as a potential adverse event. Additionally, the IFU states, "if filter migration occurs, transcatheter retrieval of the filter is not recommended." Only images were returned. Review of the images suggest that the device is likely a bird's nest filter due to the visibility of the hook wire struts. It appears that the struts have perforated the vena cava. We will continue to monitor for similar complaints and have notified the appropriate personnel. A quality engineering risk analysis (qera) was created in response to this case. No further mitigating action is required at this time.

Event description:
On (B)(6) 1991, the pt underwent filter placement at a hosp in (B)(6) (hosp #1). In 2011, the pt moved to a distant prefecture. Currently, CT scan was taken at another hosp (hosp #2) and it showed the filter seemed to perforate the vessel and it may have reached artery. She was sent to another hosp (hosp #3). The doctor there thought the filter looked like the bird's nest, so called a sales rep and showed images. The sales rep also thought it looked like the bird's nest, but is still is not sure it is. However, he decided to report and check similar events have occurred for the doctor. The pt's condition is unk as not provided by reporter. Info provided on (B)(6) 2011: the pt was not experiencing any symptoms related to the filter placement. The filter matter was just discovered when the CT scan was taken for a different matter.